Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device was running without activation. Further investigation revealed corrosion damage to the press plug, the motor and the bearing. The mid speed motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A micro reciprocating saw was sent in for repair because it was running without activation. The event occurred prior to a procedure; no adverse event was associated with the device. Another device was used for the procedure.